Manufacturer narrative:
Visual evaluation of the returned device revealed that there was 26.2cm of the proximal end of the catheter still attached, and the cap and luer were still in place. Only 26.3cm of the distal end of the catheter was torn off and returned for evaluation. Slight indentations were noted in multiple places including just proximal to the tear in the device.

Event description:
It was reported to boston scientific corporation that a axxcess ureteral catheter was used during a ureter diagnosis procedure. The patient age was reported to be over 18 years. According to the complainant, during the ureterography, the catheter was broken into three pieces. Nothing was left in the patient. The procedure was completed with another axxcess ureteral catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a axxcess ureteral catheter was used during a ureter diagnosis procedure. The patient age was reported to be over 18 years. According to the complainant, during the ureterography, the catheter was broken into three pieces. Nothing was left in the patient. The procedure was completed with another axxcess ureteral catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(6).